Event description:
It was reported that the patient had passed away in 2005. Per the treating physician, the patient had not been seen since 2004 and they did not know the cause of death, nor did they have any further information. Attempts for additional information have been unsuccessful to date.